Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Trident acetabular window trial. The doctor said the thread of the tool was damaged. He was unable to use the tool to make sure the product was suitable for the patient and this had happened several times.

Manufacturer narrative:
Additional information: birth date, weight. Reported event: an event regarding thread damage regarding a trident trial was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: not performed as the device's lot ID was not provided. -complaint history review: not performed as the device's lot ID was not provided. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details and return of device are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Trident acetabular window trial. The doctor said the thread of the tool was damaged. He was unable to use the tool to make sure the product was suitable for the patient and this had happened several times.